Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("please describe and state the location of the perforation: right side"), embedded device ("2iud¿s are present, one of which is embedded within the fundic myometrium and the other within t e right cornu."), device expulsion ("migration of essure device-fundic myometrium of the uterus") and blindness ("vision loss") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included antibiotics, antidepressants and normensal (ovcon) from 1982 to 2014. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced loss of libido ("other injury(ies) or complication(s) please describe: no sex drive"). In 2013, the patient experienced adenomyosis ("adenomyosis") and endometrial disorder ("inactive endometrium"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("severe and persistent abdominal pain"), uterine cervical pain ("severe and persistent cervical pain"), adnexa uteri pain ("severe and persistent fallopian tube pain") and arthralgia ("severe and persistent hip pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), menorrhagia ("menorrhagia"), fatigue ("fatigue"), flatulence ("gastrointestinal or digestive system condition type: bowel and gas"), inflammation ("inflammation"), alopecia ("hair loss"), mood swings ("hormonal changes, describe: mood swings"), night sweats ("night sweats"), memory impairment ("neurological conditions or problems type: forgetfulness"), amnesia ("memory loss"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), poor quality sleep ("restless sleep"), dry eye ("vision/eye problems, type: dry eyes"), weight decreased ("weight loss") and pain in extremity ("severe and persistent fallopian hand pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, embedded device, device expulsion, blindness, vaginal haemorrhage, menorrhagia, fatigue, flatulence, inflammation, alopecia, mood swings, night sweats, memory impairment, amnesia, depression, anxiety, poor quality sleep, dry eye, weight increased, loss of libido, adenomyosis, endometrial disorder and weight decreased outcome was unknown and the abdominal pain, uterine cervical pain, adnexa uteri pain, pain in extremity and arthralgia had not resolved. The reporter considered abdominal pain, adenomyosis, adnexa uteri pain, alopecia, amnesia, anxiety, arthralgia, blindness, depression, device expulsion, dry eye, embedded device, endometrial disorder, fatigue, flatulence, inflammation, loss of libido, memory impairment, menorrhagia, mood swings, night sweats, pain in extremity, poor quality sleep, uterine cervical pain, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Hysterosalpingectomy - in (B)(6) 2009: tubes were blocked. Most recent follow-up information incorporated above includes: on 1-mar-2018: pfs and medical; record received: reporter information, patient details, other relevant history, lab data, product information, concomitant drugs were added and the events: ¿severe and permanent injuries ¿ updated with events- abnormal bleeding (vaginal), menorrhagia, fatigue, bowel and gas, pains, inflammation, hair loss, hormonal changes- describe: mood swings, night sweats, migration of essure device-fundic myometrium of the uterus, neurological conditions or problems, type: forgetfulness , memory loss , restless sleep , vision loss, perforation (other), perforation: right side, depression, anxiety, restless sleep, vision/eye problems, type: dry eyes , weight gain, other injury(ies) or complication(s) please describe: no sex drive, adenomyosis, inactive endometrium, weight loss, severe and persistent abdominal pain, severe and persistent cervical pain, severe and persistent fallopian tube pain, severe and persistent fallopian hand pain, severe and persistent hip pain, embedded device. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("please describe and state the location of the perforation: right side\2iud¿s are present, one of which is embedded within the fundic myometrium and the other within the right cornu"), embedded device ("2 iud¿s are present, one of which is embedded within the fundic myometrium and the other within the right cornu\migration of essure device-fundic myometrium of the uterus") and blindness ("vision loss") in a 44-year-old female patient who had essure (batch no. 627290 (left), 628428 (right)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, depression, anxiety, weight gain, fatigue, vaginal discharge, constipation, urinary frequency, sweating attack, post coital bleeding and food allergy. Concomitant products included antibiotics, antidepressants, ethinylestradiol;norethisterone (ovcon) from 1982 to 2014, piroxicam (paxil), sertraline hydrochloride (zoloft) and venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia") and fatigue ("fatigue"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), flatulence ("gastrointestinal or digestive system condition type: bowel and gas"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety") and was found to have weight increased ("weight gain/weight issues"). In 2010, the patient experienced blindness (seriousness criterion medically significant), mood swings ("hormonal changes, describe: mood swings") and dry eye ("vision/eye problems, type: dry eyes"). In (B)(6) 2013, the patient experienced loss of libido ("other injury(ies) or complication(s) please describe: no sex drive"). In 2013, the patient experienced alopecia ("hair loss"), night sweats ("night sweats"), memory impairment ("neurological conditions or problems type: forgetfulness"), amnesia ("memory loss"), adenomyosis ("adenomyosis"), endometrial disorder ("inactive endometrium"), pain in extremity ("severe and persistent hand pain") and arthralgia ("severe and persistent hip pain"). In (B)(6) 2014, the patient experienced arthritis ("inflammation/ joint inflammation") and abdominal pain ("severe and persistent abdominal pain"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, uterine cervical pain ("severe and persistent cervical pain") and adnexa uteri pain ("severe and persistent fallopian tube pain"). On an unknown date, the patient experienced poor quality sleep ("restless sleep / trouble sleep"), asthenia ("loss of energy"), headache ("headaches"), feeling abnormal ("cloudiness"), insomnia ("insomnia(not all the time)"), alcohol intolerance ("intolerance to alcohol"), hot flush ("hot flashes"), multiple allergies ("it was allergies"), discomfort ("I felt uncomfortable") and dizziness ("I felt like I was going to pass out and I had to sit down") and was found to have weight decreased ("weight loss/weight issues") and serum ferritin decreased ("my ferritin was low"). The patient was treated with simethicone (phazyme) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, embedded device, blindness, menorrhagia, arthritis, night sweats, memory impairment, amnesia, dry eye, weight increased, adenomyosis, endometrial disorder, weight decreased, asthenia, headache, feeling abnormal, insomnia, hot flush, multiple allergies, discomfort, dizziness and serum ferritin decreased outcome was unknown, the vaginal haemorrhage, abdominal pain, pain in extremity and arthralgia had resolved, the fatigue, alopecia, mood swings, depression, anxiety, poor quality sleep and loss of libido was resolving and the flatulence, uterine cervical pain and adnexa uteri pain had not resolved. The reporter considered abdominal pain, adenomyosis, adnexa uteri pain, alcohol intolerance, alopecia, amnesia, anxiety, arthralgia, arthritis, asthenia, blindness, depression, discomfort, dizziness, dry eye, embedded device, endometrial disorder, fatigue, feeling abnormal, flatulence, headache, hot flush, insomnia, loss of libido, memory impairment, menorrhagia, mood swings, multiple allergies, night sweats, pain in extremity, poor quality sleep, serum ferritin decreased, uterine cervical pain, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted: date of implant:(B)(6) 2009 , (B)(6) 2009 three and half coils were seen after the procedure had been done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingectomy - in (B)(6) 2009: results: tubes were blocked; on (B)(6) 2009: total bilateral occlusion. Pathology test - on (B)(6) 2014: received fresh and subsequently fixed in formalin labeled "uterus cervix bilateral tubes" is a 70 g, 8.7 x 5.0 x 4.0 cm. The serosa and ectocervix are pink-tan, smooth and glistening. The specimen has attached fimbriated fallopian tubes. The specimen is opened to show smooth glistening endometrium and average thickness of 0.2 cm. The myometrium is slightly trabeculated with an average thickness of 2.0 cm. There is a 2.5 x 0.4 cm long metal spring (iud) located in the myometrial fundus of the specimen. The endocervix is slightly trabeculated. The fallopian tubes are both fimbriated averaging 5.7 x 0.7 cm. The right side shows a 2.0 x 0.4 cm metal spring (iud) located in the cornu. No other discrete gross lesions are identified. Concerning the injuries reported in this case, the following one/ones were reported via social media: loss of energy, headaches, cloudiness, insomnia, intolerance to alcohol, hot flashes, allergies, felt uncomfortable, felt like I was going to pass out, ferritin was low. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,vision change, weight gain, depression, fatigue, headache,side effects of essure no sex drive loss of energy hard to lose weight hair thinning depression cloudiness ,forgetfulness ,trouble sleeping heavier periods ,anxiety mood swings, (alcohol) hot flashes , hip pain hand pain ,inflammation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs received. Reporters information updated .lot no. Added. Events outcome were updated : vaginal bleeding, depression , hair loss, anxiety , mood swing, trouble sleeping, fatigue, pelvic pain , abdominal pain, hand pain, loss of sex drive, hip pain were updated. Medical history , lab data and concomitant drugs were added. Event device expulsion clubbed with embedded device. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("please describe and state the location of the perforation: right side\2iud¿s are present, one of which is embedded within the fundic myometrium and the otherwithin the right cornu"), embedded device ("2iud¿s are present, one of which is embedded within the fundic myometrium and the otherwithin the right cornu\migration of essure device-fundic myometrium of the uterus") and blindness ("vision loss") in a 44-year-old female patient who had essure (batch no. 627290 (left), 628428 (right)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, depression, anxiety, weight gain, fatigue, vaginal discharge, constipation, urinary frequency, sweating attack, post coital bleeding and food allergy. Concomitant products included antibiotics, antidepressants, ethinylestradiol;norethisterone (ovcon) from 1982 to 2014, piroxicam (paxil), sertraline hydrochloride (zoloft) and venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. In april 2009, the patient experienced menorrhagia ("menorrhagia") and fatigue ("fatigue"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), flatulence ("gastrointestinal or digestive system condition type: bowel and gas"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety") and was found to have weight increased ("weight gain/weight issues"). In 2010, the patient experienced blindness (seriousness criterion medically significant), mood swings ("hormonal changes, describe: mood swings") and dry eye ("vision/eye problems, type: dry eyes"). In february 2013, the patient experienced loss of libido ("other injury(ies) or complication(s) please describe: no sex drive"). In 2013, the patient experienced alopecia ("hair loss"), night sweats ("night sweats"), memory impairment ("neurological conditions or problems type: forgetfulness"), amnesia ("memory loss"), adenomyosis ("adenomyosis"), endometrial disorder ("inactive endometrium"), pain in extremity ("severe and persistent hand pain") and arthralgia ("severe and persistent hip pain"). In january 2014, the patient experienced arthritis ("inflammation/ joint inflammation") and abdominal pain ("severe and persistent abdominal pain"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, uterine cervical pain ("severe and persistent cervical pain") and adnexa uteri pain ("severe and persistent fallopian tube pain"). On an unknown date, the patient experienced poor quality sleep ("restless sleep / trouble sleep"), asthenia ("loss of energy"), headache ("headaches"), feeling abnormal ("cloudiness"), insomnia ("insomnia(not all the time)"), alcohol intolerance ("intolerance to alcohol"), hot flush ("hot flashes"), multiple allergies ("it was allergies"), discomfort ("I felt uncomfortable") and dizziness ("I felt like I was going to pass out and I had to sit down") and was found to have weight decreased ("weight loss/weight issues") and serum ferritin decreased ("my ferritin was low"). The patient was treated with simeticone (phazyme) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, embedded device, blindness, menorrhagia, arthritis, night sweats, memory impairment, amnesia, dry eye, weight increased, adenomyosis, endometrial disorder, weight decreased, asthenia, headache, feeling abnormal, insomnia, hot flush, multiple allergies, discomfort, dizziness and serum ferritin decreased outcome was unknown, the vaginal haemorrhage, abdominal pain, pain in extremity and arthralgia had resolved, the fatigue, alopecia, mood swings, depression, anxiety, poor quality sleep and loss of libido was resolving and the flatulence, uterine cervical pain and adnexa uteri pain had not resolved. The reporter considered abdominal pain, adenomyosis, adnexa uteri pain, alcohol intolerance, alopecia, amnesia, anxiety, arthralgia, arthritis, asthenia, blindness, depression, discomfort, dizziness, dry eye, embedded device, endometrial disorder, fatigue, feeling abnormal, flatulence, headache, hot flush, insomnia, loss of libido, memory impairment, menorrhagia, mood swings, multiple allergies, night sweats, pain in extremity, poor quality sleep, serum ferritin decreased, uterine cervical pain, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted: date of implant:01-jan-2009 , 11mar2009 three and half coils were seen after the procedure had been done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingectomy - in april 2009: results: tubes were blocked; on 10-jun-2009: total bilateral occlusion. Pathology test - on 16-apr-2014: received fresh and subsequently fixed in formalin labeled "uterus cervix bilateral tubes" is a 70 g, 8.7 x 5.0 x 4.0 cm. The serosa and ectocervix are pink-tan, smooth and glistening. The specimen has attached fimbriated fallopian tubes. The specimen is opened to show smooth glistening endometrium and average thickness of 0.2 cm. The myometrium is slightly trabeculated with an average thickness of 2.0 cm. There is a 2.5 x 0.4 cm long metal spring (iud) located in the myometrial fundus of the specimen. The endocervix is slightly trabeculated. The fallopian tubes are both fimbriated averaging 5.7 x 0.7 cm. The right side shows a 2.0 x 0.4 cm metal spring (iud) located in the cornu. No other discrete gross lesions are identified.. Concerning the injuries reported in this case, the following one/ones were reported via social media: loss of energy, headaches, cloudiness, insomnia, intolerance to alcohol, hot flashes, allergies, felt uncomfortable, felt like I was going to pass out, ferritin was low. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,vision change, weight gain, depression, fatigue, headache,side effects of essure no sex drive loss of energy hard to lose weight hair thinning depression cloudiness ,forgetfulness ,trouble sleeping heavier periods ,anxiety mood swings, (alcohol) hot flashes , hip pain hand pain ,inflammation lot number: 627290 manufacturing date: 2008-05 expiration date: 2010-05. Lot number: 628428 manufacturing date: 2008-11 expiration date: 2011-11 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('please describe and state the location of the perforation: right side\2iud¿s are present, one of which is embedded within the fundic myometrium and the otherwithin the right cornu'), embedded device ('2iud¿s are present, one of which is embedded within the fundic myometrium and the otherwithin the right cornu\migration of essure device-fundic myometrium of the uterus') and blindness ('vision loss') in a 44-year-old female patient who had essure (batch no. 627290 (left), 628428 (right)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, depression, anxiety, weight gain, fatigue, vaginal discharge, constipation, urinary frequency, sweating attack, post coital bleeding and food allergy. Concomitant products included antibiotics, antidepressants, ethinylestradiol;norethisterone (ovcon) from 1982 to 2014, piroxicam (paxil), sertraline hydrochloride (zoloft) and venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia") and fatigue ("fatigue"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), flatulence ("gastrointestinal or digestive system condition type: bowel and gas"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety") and was found to have weight increased ("weight gain/weight issues"). In 2010, the patient experienced blindness (seriousness criterion medically significant), mood swings ("hormonal changes, describe: mood swings") and dry eye ("vision/eye problems, type: dry eyes"). In (B)(6) 2013, the patient experienced loss of libido ("other injury(ies) or complication(s) please describe: no sex drive"). In 2013, the patient experienced alopecia ("hair loss"), night sweats ("night sweats"), memory impairment ("neurological conditions or problems type: forgetfulness"), amnesia ("memory loss"), adenomyosis ("adenomyosis"), endometrial disorder ("inactive endometrium"), pain in extremity ("severe and persistent hand pain") and arthralgia ("severe and persistent hip pain"). In (B)(6) 2014, the patient experienced arthritis ("inflammation/ joint inflammation") and abdominal pain ("severe and persistent abdominal pain"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, uterine cervical pain ("severe and persistent cervical pain") and adnexa uteri pain ("severe and persistent fallopian tube pain"). On an unknown date, the patient experienced poor quality sleep ("restless sleep / trouble sleep"), asthenia ("loss of energy/still had no energy"), headache ("headaches"), feeling abnormal ("cloudiness"), insomnia ("insomnia(not all the time)"), alcohol intolerance ("intolerance to alcohol"), hot flush ("hot flashes"), multiple allergies ("it was allergies"), discomfort ("I felt uncomfortable") and dizziness ("I felt like I was going to pass out and I had to sit down") and was found to have weight decreased ("weight loss/weight issues"), serum ferritin decreased ("my ferritin was low") and vitamin b12 decreased ("pretty low b12"). The patient was treated with simeticone (phazyme), vitamin b12 nos and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, embedded device, blindness, menorrhagia, arthritis, night sweats, memory impairment, amnesia, dry eye, weight increased, adenomyosis, endometrial disorder, weight decreased, headache, feeling abnormal, insomnia, hot flush, multiple allergies, discomfort, dizziness, serum ferritin decreased and vitamin b12 decreased outcome was unknown, the vaginal haemorrhage, abdominal pain, pain in extremity and arthralgia had resolved, the fatigue, alopecia, mood swings, depression, anxiety, poor quality sleep and loss of libido was resolving and the flatulence, uterine cervical pain, adnexa uteri pain and asthenia had not resolved. The reporter considered abdominal pain, adenomyosis, adnexa uteri pain, alcohol intolerance, alopecia, amnesia, anxiety, arthralgia, arthritis, asthenia, blindness, depression, discomfort, dizziness, dry eye, embedded device, endometrial disorder, fatigue, feeling abnormal, flatulence, headache, hot flush, insomnia, loss of libido, memory impairment, menorrhagia, mood swings, multiple allergies, night sweats, pain in extremity, poor quality sleep, serum ferritin decreased, uterine cervical pain, uterine perforation, vaginal haemorrhage, vitamin b12 decreased, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted: date of implant:(B)(6) 2009. Three and half coils were seen after the procedure had been done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingectomy - in (B)(6) 2009: results: tubes were blocked; on (B)(6) 2009: total bilateral occlusion. Pathology test - on (B)(6) 2014: received fresh and subsequently fixed in formalin labeled "uterus cervix bilateral tubes" is a 70 g, 8.7 x 5.0 x 4.0 cm. The serosa and ectocervix are pink-tan, smooth and glistening. The specimen has attached fimbriated fallopian tubes. The specimen is opened to show smooth glistening endometrium and average thickness of 0.2 cm. The myometrium is slightly trabeculated with an average thickness of 2.0 cm. There is a 2.5 x 0.4 cm long metal spring (iud) located in the myometrial fundus of the specimen. The endocervix is slightly trabeculated. The fallopian tubes are both fimbriated averaging 5.7 x 0.7 cm. The right side shows a 2.0 x 0.4 cm metal spring (iud) located in the cornu. No other discrete gross lesions are identified.. Concerning the injuries reported in this case, the following one/ones were reported via social media: loss of energy, headaches, cloudiness, insomnia, intolerance to alcohol, hot flashes, allergies, felt uncomfortable, felt like I was going to pass out, ferritin was low, low b12 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,vision change, weight gain, depression, fatigue, headache,side effects of essure no sex drive loss of energy hard to lose weight hair thinning depression cloudiness ,forgetfulness ,trouble sleeping heavier periods ,anxiety mood swings, (alcohol) hot flashes , hip pain hand pain ,inflammation lot number: 627290 manufacturing date: 2008-05 expiration date: 2010-05 . Lot number: 628428 manufacturing date: 2008-11 expiration date: 2011-11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-dec-2019: content from social media received : event 'pretty low vitamin b12' was added and outcome of asthenia was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("please describe and state the location of the perforation: right side"), embedded device ("2iud¿s are present, one of which is embedded within the fundic myometrium and the otherwithin t e right cornu."), device expulsion ("migration of essure device-fundic myometrium of the uterus") and blindness ("vision loss") in a 51-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included antibiotics, antidepressants and normensal (ovcon) from 1982 to 2014. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight increased ("weight gain/weight issues"). In (B)(6) 2013, the patient experienced loss of libido ("other injury(ies) or complication(s) please describe: no sex drive"). In 2013, the patient experienced adenomyosis ("adenomyosis") and endometrial disorder ("inactive endometrium"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("severe and persistent abdominal pain"), uterine cervical pain ("severe and persistent cervical pain"), adnexa uteri pain ("severe and persistent fallopian tube pain") and arthralgia ("severe and persistent hip pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), menorrhagia ("menorrhagia"), fatigue ("fatigue"), flatulence ("gastrointestinal or digestive system condition type: bowel and gas"), inflammation ("inflammation"), alopecia ("hair loss"), mood swings ("hormonal changes, describe: mood swings"), night sweats ("night sweats"), memory impairment ("neurological conditions or problems type: forgetfulness"), amnesia ("memory loss"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), poor quality sleep ("restless sleep"), dry eye ("vision/eye problems, type: dry eyes"), weight decreased ("weight loss/weight issues"), pain in extremity ("severe and persistent fallopian hand pain"), asthenia ("loss of energy"), headache ("headaches"), feeling abnormal ("cloudiness"), insomnia ("insomnia(not all the time)"), alcohol intolerance ("intolerance to alcohol"), hot flush ("hot flashes"), multiple allergies ("it was allergies"), discomfort ("I felt uncomfortable"), dizziness ("I felt like I was going to pass out and I had to sit down") and serum ferritin decreased ("my ferritin was low"). The patient was treated with dimeticone, activated (phazyme) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, embedded device, device expulsion, blindness, vaginal haemorrhage, menorrhagia, fatigue, inflammation, alopecia, mood swings, night sweats, memory impairment, amnesia, depression, anxiety, poor quality sleep, dry eye, weight increased, loss of libido, adenomyosis, endometrial disorder, weight decreased, asthenia, headache, feeling abnormal, insomnia, hot flush, multiple allergies, discomfort, dizziness and serum ferritin decreased outcome was unknown and the flatulence, abdominal pain, uterine cervical pain, adnexa uteri pain, pain in extremity and arthralgia had not resolved. The reporter considered abdominal pain, adenomyosis, adnexa uteri pain, alcohol intolerance, alopecia, amnesia, anxiety, arthralgia, asthenia, blindness, depression, device expulsion, discomfort, dizziness, dry eye, embedded device, endometrial disorder, fatigue, feeling abnormal, flatulence, headache, hot flush, inflammation, insomnia, loss of libido, memory impairment, menorrhagia, mood swings, multiple allergies, night sweats, pain in extremity, poor quality sleep, serum ferritin decreased, uterine cervical pain, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingectomy - in (B)(6) 2009: tubes were blocked . Concerning the injuries reported in this case, the following one/ones were reported via social media: loss of energy, headaches, cloudiness, insomnia, intolerance to alcohol, hot flashes, allergies, felt uncomfortable, felt like I was going to pass out, ferritin was low. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media received. Outcome of event flatulence was updated from unknown to not recovered/not resolved. Events added: loss of energy, headaches, cloudiness, insomnia, intolerance to alcohol, hot flashes, allergies, felt uncomfortable, felt like I was going to pass out, ferritin was low. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("please describe and state the location of the perforation: right side"), embedded device ("2iud¿s are present, one of which is embedded within the fundic myometrium and the other within t e right cornu."), device expulsion ("migration of essure device-fundic myometrium of the uterus") and blindness ("vision loss") in a 51-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included antibiotics, antidepressants and normensal (ovcon) from 1982 to 2014. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight increased ("weight gain/weight issues"). In (B)(6) 2013, the patient experienced loss of libido ("other injury(ies) or complication(s) please describe: no sex drive"). In 2013, the patient experienced adenomyosis ("adenomyosis") and endometrial disorder ("inactive endometrium"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("severe and persistent abdominal pain"), uterine cervical pain ("severe and persistent cervical pain"), adnexa uteri pain ("severe and persistent fallopian tube pain") and arthralgia ("severe and persistent hip pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), menorrhagia ("menorrhagia"), fatigue ("fatigue"), flatulence ("gastrointestinal or digestive system condition type: bowel and gas"), inflammation ("inflammation"), alopecia ("hair loss"), mood swings ("hormonal changes, describe: mood swings"), night sweats ("night sweats"), memory impairment ("neurological conditions or problems type: forgetfulness"), amnesia ("memory loss"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), poor quality sleep ("restless sleep"), dry eye ("vision/eye problems, type: dry eyes"), weight decreased ("weight loss/weight issues"), pain in extremity ("severe and persistent fallopian hand pain"), asthenia ("loss of energy"), headache ("headaches"), feeling abnormal ("cloudiness"), insomnia ("insomnia(not all the time)"), alcohol intolerance ("intolerance to alcohol"), hot flush ("hot flashes"), multiple allergies ("it was allergies"), discomfort ("I felt uncomfortable"), dizziness ("I felt like I was going to pass out and I had to sit down") and serum ferritin decreased ("my ferritin was low"). The patient was treated with dimeticone, activated (phazyme), surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, embedded device, device expulsion, blindness, vaginal haemorrhage, menorrhagia, fatigue, inflammation, alopecia, mood swings, night sweats, memory impairment, amnesia, depression, anxiety, poor quality sleep, dry eye, weight increased, loss of libido, adenomyosis, endometrial disorder, weight decreased, asthenia, headache, feeling abnormal, insomnia, hot flush, multiple allergies, discomfort, dizziness and serum ferritin decreased outcome was unknown and the flatulence, abdominal pain, uterine cervical pain, adnexa uteri pain, pain in extremity and arthralgia had not resolved. The reporter considered abdominal pain, adenomyosis, adnexa uteri pain, alcohol intolerance, alopecia, amnesia, anxiety, arthralgia, asthenia, blindness, depression, device expulsion, discomfort, dizziness, dry eye, embedded device, endometrial disorder, fatigue, feeling abnormal, flatulence, headache, hot flush, inflammation, insomnia, loss of libido, memory impairment, menorrhagia, mood swings, multiple allergies, night sweats, pain in extremity, poor quality sleep, serum ferritin decreased, uterine cervical pain, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingectomy - in (B)(6) 2009: tubes were blocked. Concerning the injuries reported in this case, the following one/ones were reported via social media: loss of energy, headaches, cloudiness, insomnia, intolerance to alcohol, hot flashes, allergies, felt uncomfortable, felt like I was going to pass out, ferritin was low. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.